Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer received the insulin flow block issue. Troubleshooting was performed and the insulin did not exit during 5 unit fixed prime or fill cannula and the insulin exited with plunger priming. No harm requiring medical intervention was reported. The customer will continue the use of the device and the pump will not be returned for analysis.